Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, that the fenestrated bipolar forceps (fbf) instrument was "broken". A backup instrument of the same type was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. Visual inspection was performed and there was no conductor wire insulation damage was observed. The electrical continuity test was performed and passed. This failure is typically associated with mishandling/misuse, such as energy instrument collisions. This complaint is considered a reportable malfunction due to the following conclusion: the instrument had thermal damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.